Event description:
Indication for procedure: severe claudication sfa/popliteal artery. Procedure: this procedure was performed in the cardiac catheter lab. Md began lasing with the te 2.0mm, making two successful passes, switching then to the turbo tandem. After four passes were made in the distal sfa dye extravasation was noted, thus indicating a vessel perforation. A 6mm, non-covered stent was placed and post-dilatated with a 5mm balloon. The next lasing run with the tt showed no dye extravasation. Device analysis: the tt was returned for analysis, the te was discarded after use in the cath lab. No malfunctions were reported during the use of either device. There were no visual or physical defects were found during the inspection. The device functioned and calibrated per manufacturer specifications. There were no non-conformances or issues during the lot history review of the tt.

Manufacturer narrative:
Additional manufacture date: 420-006 / serial# unknown / manufacturing date unknown. Pt status: no hematoma was present proceeding the case, the pt was kept over night for observation and discharged the following day.